Manufacturer narrative:
Continuation of concomitant products: product ID: bi71000176, serial/lot #: rev. 3 : (B)(6). A representative went to the site to preform system check out. It was reported that the ias fans rev and computer turns on when the ias is turned off and unplugged. I replaced the power conversion enclosure and upgraded the power tray. System checkout performed and the system is now fully functional. The returned power conversion enclosure was able to confirm the reported issue, as it failed bench testing and some of the transistors were found to be shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. While working on the system for a different complaint, it was found that there was a damaged power conversion board. The power conversion board was revving. There was no patient present.